Event description:
Spontaneous; remunity pump - received a call from patient stating that her pumps and remote are not pairing. She tried turning off the remote and on, then tried pairing the pump while on the phone. Per patient, the remote only shows searching without any pump serial numbers on the screen. She tried with two pairs of pumps/remotes, but still did not work. Reached out to on call nursing supervisor for further assistance. He called patient and tried with all 6 pumps that patient had on hand to troubleshoot and pair, but still none of them would work. He advised patient to go the emergency room. When I checked back with her, she already arrived at the hospital and her doctor was paged. Did not get to obtain serial number due to urgency. Did not occur while in use. Did not cause injury. Pumps are available for investigation. Replaced the pumps. Reported to (B)(6) by pt/caregiver.